Event description:
During the interrogation of the pacemaker by the local subsidiary, an error message was displayed by the programmer ("the first interrogation statistics backup failed.") Therefore, an explanation was requested.

Manufacturer narrative:
On 01/12/2010. This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. (B)(4). Some log files were retrieved and sent for analysis (files saved by the programmer containing the recent history of communications with the programming head, the implant, and the activation of the user interface. This file is not available to the user, but the user may send a copy to the manufacturer for analysis). However, "symphony" log files were not found on the concerned orchestra, which is an abnormal behavior. Review of provided log files showed that the time was not consecutive, which is also an abnormal behavior. During the investigation, a smartview 2.02j version was installed on an orchestra plus and attempt to reproduce the reported behavior was performed: no anomaly was observed. Because similar behaviors were still observed on the involved orchestra plus (in (B)(4)) after a complete shutdown, a programmer issue is suspected. In addition, concerned symphony units were re-interrogated with another orchestra locally and their interrogation was successful. According to the specifications, parameters associated to the autosensing features are not available on the "param." Screen; however, autosensing histograms are available in these units (these histograms correspond to storage of p or r wave amplitudes only - there is no impact on device operation). Consequently, all these symphony devices can be released for distribution.